Manufacturer narrative:
Subsequent information was received indicating the patient expired. There were no allegations against device functionality at the time of the patient death. The local area sales representative was contacted for additional information, however, no further information was available. Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. A latitude interrogation was performed which revealed a shock had been delivered which successfully converted the patient's arrhythmia.